Event description:
It was reported that the right ventricular lead had varying impedance and was over sensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined.this event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the ICD device and have analyzed the data. The max rv pace impedance measurement was typically in the 400-500 ohm range. Over the duration of the record there have been five weekly measurements where this value ranged from 728-2192 ohms. The lifetime ventricular sensing integrity counter is 252 and all but five of these counts have occurred over the last six months. A high value of this count can indicate a possible intermittency in the system.